Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure, the introducer was allegedly found to be broken. There was no patient contact.

Event description:
It was reported that during preparation for a port placement procedure, the introducer was allegedly found to be broken. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vessel dilator loaded onto a 8f peel apart sheath was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The vessel dilator appeared to be loaded and locked in place on the t-handle of the peel-apart sheath. The distal tip of the loaded vessel dilator was noted to be deformed. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted without resistance. Manufacturing site evaluation of the sample found that the top cap was separated and that the valve had not been properly divided, most of the valve was attached to the half indicating 8.0. Signs of welding are present on the top cap detached and half indicating bard. Therefore the investigation is confirmed for the reported introducer broken and identified deformation issue. Also the investigation is inconclusive for the reported device damaged prior to use issues as the exact circumstances at the time of the reported event was unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.